Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead was experiencing low pacing threshold measurements as well as a gradual decline in pace impedance measurements and has now recorded a low out of range impedance measurement. Boston scientific technical services (ts) discussed programming options and potential follow-up. The physician elected to leave the pacemaker and rv lead in service and to continue monitoring the system. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker device and associated right ventricular (rv) lead exhibited low pacing threshold measurements as well as a gradual decline in pace impedance, reaching a low out of range measurement. Boston scientific technical services discussed programming options and potential follow-up. The physician elected to leave the pacemaker and rv lead in service and continue monitoring the system. Approximately five years later, the pacemaker device was explanted, and rv lead was surgically abandoned and both products were replaced. The patient was noted to be pace therapy dependent. The new pacemaker system was indicated to be implanted on the patients right side. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. A lead connector was able to be fully inserted into each port without any difficulties. Each set screw was verified to hold the lead in place when tightened down. All set screws operated normally. Commanded lead impedance tests produced impedance measurements within tolerance. Pacing and sensing functions were tested, and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker device and associated right ventricular (rv) lead exhibited low pacing threshold measurements as well as a gradual decline in pace impedance, reaching a low out of range measurement. Boston scientific technical services discussed programming options and potential follow-up. The physician elected to leave the pacemaker and rv lead in service and continue monitoring the system. Approximately five years later, the pacemaker device was explanted, and rv lead was surgically abandoned and both products were replaced. The patient was noted to be pace therapy dependent. The new pacemaker system was indicated to be implanted on the patients right side. No additional adverse patient effects were reported.